Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5102727

Event description:
Voluntary medwatch received states that the lead was capped due to an unspecified malfunction. No adverse patient consequences were reported.